Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced pain located at the ipg site. As such, the ipg was explanted and replaced to address the issue. Reportedly, the pain at the ipg site has resolved.